Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized and gone to the emergency room on two different occasions. One was on (B)(6) 2016. Customer had high blood glucose of 882 mg/dl one time and 813 the other time. Customer had symptom of high blood glucose; customer had stomach pain and nausea. Customer was hospitalized due to diabetic ketoacidosis and ketones. Customer was wearing insulin pump at the time of hospitalization both times. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks but there was one small air bubble; there were no site or insulin issues. Customer declined checking if settings were correct. Insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.